Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that blood was detected in the line of their cs300 and it also had an autofill error. This event occurred while the cs300 was being used on a patient. No death, injury or other adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) verified the autofill failure with fault index 60 in the fault log, but was unable to duplicate the failure. The stm found evidence of moisture build up in the blood back sensor and ensured drain line was dry. The stm performed full preventive maintenance, gasket field action, and software upgrade. The stm performed full functional check and safety test, cleared the cs300 for clinical service and returned to customer for use.

Event description:
The customer reported that blood was detected in the line of their cs300 and it also had an autofill error. This event occurred while the cs300 was being used on a patient. No death, injury or other adverse event was reported.